Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration. Material re-evaluated / follow up performed.

Event description:
Loss of osseointegration. Material re-evaluated / follow up performed.